Event description:
A malfunction alarm was reported, with the specific code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions to the customer, assisted in resetting the pump, and informed them to call back if the malfunction code reappeared. The customer acknowledged this and was cleared to continue using the pump.